Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-apr-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 1000mcg/ml at 100mcg/day. It was reported that, per the physician, the 24-hour dose was increased several times by the managing physician, but efficacy was declining and oral baclofen was increased to manage. The catheter was kinked and not delivering drug through the catheter tip. The cause was unknown. There were no diagnostics/troubleshooting performed. On (B)(6) 2025, the old kinked catheter was removed and a new catheter was placed intrathecally and connected to the existing pump. Successful catheter access port (cap) aspiration occurred once connected to the existing pump. At the time of this report, the issue was resolved.